Event description:
A 2.5 mm diameter x 12 mm length micro driver rx coronary stent delivery system was inserted into a patient for the treatment of mid rca lesion. Lesion morphology was reported to be non-tortuous and severely calcified. The lesion was pre-dilated. Another manufacturer's stent was attempted, this was unsuccessful. It was reported that the physician inserted the micro driver; however, was unable to cross the lesion. The guide wires were changed out and several pre-dilatation balloons were attempted. Two different balloons were successful in dilating the lesion site. The micro driver was re-inserted; however, it was unable to cross the lesion and was removed. The physician changed out the wires and used rotablator on the lesion. The micro driver was re-inserted. It could not cross the lesion and dislodge in the rca. Another manufacturer's stent was used to push the undeployed micro driver against the vessel wall. The case was completed with another manufacturer's stent successfully deployed at the lesion site. No additional clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Secondary intervention - results - (stent dislodgement); (severe calcification). Conclusions (severe calcification).